Event description:
First I-pump: when changing tubing - settings would not go past "need to prime" even though tubing was already primed.second I-pump: doesn't recognize priming - would not go past "prime" when tubing was primed, also; kept alarming "air-not closed" when it was definitely closed.what was the original intended procedure?medication delivery system.